Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted february 1, 2017.

Event description:
Per the clinic, the patient experienced pain, intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report december 01, 2016.

Manufacturer narrative:
This report is filed on february 14, 2017 .